Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. There is no indication that the patient sustained a serious injury. Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor for evaluation, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered a treatment defibrillation. The associated ECG strips of the treatment event could not be recovered due to a loss of data. The root cause for the loss of ECG data is unknown. As such, the exact rhythm at the time of the event cannot be confirmed. The loss of ECG data did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation.. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event consisting of two shocks. The patient was reportedly conscious during the event and was attending a night club surrounded with a lot of people and noise. The patient added that he was conscious the entire time and went home and removed the device. The response buttons were pressed after each of the shocks. The response buttons functioned appropriately. The patient's ECG rhythm at the time of the treatment event is unknown. The patient removed the battery from the device and went home without seeking medical attention. The patient continued wearing the lifevest.